Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, following the implant of this right atrial (ra) lead, the patient experienced difficulty breathing. The patient was evaluated, and it was determined that there was loss of ra capture. An echocardiogram was performed, which revealed a suspected perforation. The ra lead was surgically repositioned. Following the revision, all lead measurements were normal. This ra lead remains in service. No additional adverse patient effects were reported.